Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient coded post cardiac resynchronization therapy defibrillator (crt-d) system implant. It was noted that the patient had complications of anesthesia used during the procedure. Some undersensing was noted, but four appropriate and successful shocks were delivered. The patient was stabilized and moved to the critical care unit. The patient coded again, and gross undersensing of ventricular tachycardia (vt)/ ventricular fibrillation (vf) was noted after many rounds of chest compressions were delivered. Multiple external shocks were delivered. The patient was unable to recover and passed away.

Manufacturer narrative:
Correction: h6 annex d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.